Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that there was a hole in the hose. Therefore, the reported condition of leaking was confirmed. The heat test could not be completed due to the hole in the hose. The assignable root cause was determined to be due to normal wear of component parts over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative:the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that prior to surgery it was discovered that the motor device was ¿getting hot¿ and might have been leaking oil. There were no delays to the planned surgical procedure. A spare identical device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of event was unknown although the reporter clarified the event occurred on (B)(6) 2014 . All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.